Event description:
This record is for the right side. "Moderate capsular contracture grade iii" was reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for right side "notices after implant surgery that when touching the lower part of the breasts (bilateral), feels ¿bubbles¿, two ¿balls¿ in each breast, close to the scar site. And also feels prickled in both breasts, as if it were ¿squeezing¿. Mastologist believes that there is an accumulation of fluid around the implant". Per imaging studies "nodules in the upper outer quadrant of right side" and "simple cysts in the right side". The device stays implanted.